Manufacturer narrative:
The log file of the device provided basis for the investigation. Based on the logged entries it could be confirmed that the device stopped ventilating as a safety measure to a detected discrepancy between the measured expiratory and inspiratory pressure. The averaged expiratory pressure had exceeded the inspiratory pressure by more than 5mbar which was assessed to be implausible by the safety software of the device. This was alerted to the user by a "device failure" alarm and the safety valve was opened allowing for spontaneous breathing as specified. The reported "o2 measurement failed" alarm was posted as a consequence of the stopped flow delivery. The triggering root cause of that deviation could not be finally clarified from available data, but implausible pressure measurements are most likely related to deviations regarding the application setup, such as a blocked pressure measurement outlet or an expiratory stenosis.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the babylog vn500 stopped ventilating, showed device failure, no error code and fio2 alarm while on an infant. No patient injury.